Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Code c20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and surgical conversion. Per IFU, key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent urgent endovascular treatment for an acute aortic dissection using two gore® tag® conformable thoracic stent grafts with active control system. A proximal type I endoleak reportedly remained after the procedure. On (B)(6) 2022, the patient underwent a total aortic arch replacement with frozen elephant trunk to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. The physician stated that ¿the shape of the true lumen was not good initially¿, which affected seal/fixation of the proximal gore® tag® device.